Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that on the (B)(6) 2025 the device suddenly stopped working.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Further in situ measurements in 2019 showed several channels with hi status due to undetermined reasons. No information on possible further steps has been received.

Event description:
The user reported that on the (B)(6) 2025, the device suddenly stopped working.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Further in situ measurements in 2019 showed several channels with hi status due to undetermined reasons. Other mechanical damages found are attributable to the removal surgery. The problems described in the recipient report appear to match the damage found. In situ measurements from (B)(6) 2025 showed several measurements that indicate a possible device malfunction. All external components were checked and were functional. This is a final report.

Event description:
The user reported that on the (B)(6) 2025 the device suddenly stopped working. The user has been re-implanted.